Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that there was a revision scheduled for the day following the initial report. The reporter did not know what the issue was with the catheter at the time of the initial report. The device system was used to infuse baclofen. Additional information received reported that the pump was flipping continually, which was the reason for the revision of the pump segment on the day of the report. It was noted that they were not planning on replacing the pump, but the pump was dropped so a new pump was opened and implanted. Additional information received reported that the pump was flipping so they used extension tubing and moved the pump pocket and used a pouch to secure the pump as well. The patient was doing well the day after the surgery. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that when the patient would go in for refills, the pump was often flipped. Eventually, this caused the catheter to become kinked. The reporter believed that the pump never ¿scarred in¿ properly.

Manufacturer narrative:
(B)(4).